Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately calcified and mildly tortuous distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, there was no problem with the balloon crossing the lesion and the pressure was then increased once at 6 atm. However, it ruptured upon second inflation at 8 atm and procedure was completed with another of the same device. No patient complications were reported.